Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the controller ((B)(4) ) was not returned for evaluation. Log file analysis revealed two (2) controller power up events logged on 06-jun-2021 at 14:47:23 and on 29-jun-2021 at 22:47:27. The data point prior to the first loss of power revealed that (B)(4) was connected to power port one (1) with 69% relative state of charge (rsoc) and (B)(4) was connected to power port two (2) with 23% rsoc. The data point recorded after the first loss of power revealed that (B)(4) was connected to power port one (1) and (B)(4) was connected to power port two (2). The data point prior to the second loss of power revealed that a controller adapter was connected to power port one (1) and (B)(4) was connected to power port two (2) with 68% rsoc. The data point recorded after the loss of power revealed that (B)(4) was connected to power port one (1) and (B)(4) was connected to power port two (2). No anomalies were recorded leading up to the losses of power. The controller was without power for 7 seconds and 12 seconds, respectively. Review of the alarm file revealed a controller fault alarm logged on 29-jun-2021 at 23:24:53, indicating an issue with the internal battery. As a result, the reported events were confirmed. In addition, log files also revealed that the controller was in use for more than two (2) years. A possible root cause of the losses of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) exhibited low flow alarms and a second controller had several unexpected power losses, disconnect alarms, as well as real time clock errors. The controller and vad remain in use.

Manufacturer narrative:
A supplemental report is being submitted for additional information to: b3. Date of event b5. Desc evt problem additional products: d1: heartware ventricular assist system ¿pump d4: model #: 1103/ catalog #: 1103/ expiration date: 28-feb-2019 / serial#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 28-feb-2017 h5: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04105 h6: FDA device code(s): a1412 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿controller d4: model #: 1403us/ catalog #: 1403us/ expiration date: 31-oct-2021 / serial#: (B)(6) UDI #:(B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 08-oct-2020 h5: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04035 h6: FDA device code(s): a12, a0708, a1108 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of the updates to this event are pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional products: con414160 ¿ controller 2.0 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12 (B)(6) ¿ pump h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 product event summary: ventricular assist device (vad) (B)(6) and two (2) controllers (con305306, con414160) were not returned for evaluation. Log file a nalysis associated with con305306 revealed two (2) controller power up events with associated pump start events logged on 06-jun-2021 at 14:47:23 and on 29-jun-2021 at 22:47:27. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 69% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 23% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point prior to the second loss of power revealed that a controller adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 68% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the losses of power. The controller was without power for 7 seconds and 12 seconds, respectively. Review of the alarm file pertaining to con305306 also revealed a controller fault alarm logged on 29-jun-2021 at 23:24:53, indicating an issue with the internal battery. In addition, log files also revealed that con305306 was in use for more than two (2) years. As a result, the reported loss of power and controller fault alarm event involving con305306 were confirmed. In addition, review of the log files associated with con305306 revealed several intermittent decreases in power consumption and estimated flows within the analyzed period and six (6) low flow alarms were logged since 25-may-2022. As a result, the reported low flow event was confirmed. Raw log files for con414160 were not available for analysis. Review of the autologs report revealed three (3) vad disconnect alarms were logged on 29-jun-2021 at 23:32:32, 23:37:18, and 23:37:41 and one (1) controller power up event with an associated pump start attempt event logged on 29-jun-2021 at 23:49:40 involving con414160. Based on the available information and the reported event details, the vad disconnect alarms and controller power up event most likely occurred due to a controller exchange. Analysis of the autologs report also revealed multiple clock change events were logged on 29-jun-2022 involving con414160, likely due to the initial setup of the controller; no anomalies related to the real time clock were observed. As a result, the reported controller power up event and vad disconnect alarms event associated with con414160 were confirmed. The real time clock error event could not be confirmed. Based on the limited available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. A possible root cause of the losses of power events involving con305306 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the available information, the most likely root cause of the controller power up event involving con414160 can be attributed to a controller exchange. A possible root cause of the vad disconnect alarms but not limited to, physical disconnections of the driveline from the controller and/or the controller being powered on without the driveline cable connected during initial programming of the controller. The most likely root cause of the observed clock changes event can be attributed to the date/time being manually changed by the site during the initial programming of the controller. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the controller exhibited an unexpected loss of power and a controller fault alarm attributed to a depleted internal battery. The controller was exchanged. No patient complications have been reported as a result of this event.